Manufacturer narrative:
Zealand pharma ae assessor attempted to speak with the vgo user for further investigation of the complaint of a skin infection at a vgo site and "large abscesses in different areas on her abdomen" reported by the vgo tbl. The vgo user was minimally cooperative with providing information for this complaint. Patient reported "multiple skin irritations and abscesses" at vgo sites on patient abdomen over the time patient has worn vgo. Patient reported one site of infection at a vgo site on the right side of her abdomen required patient to be admitted to the hospital on (B)(6) 2021 for wound care, "surgery" for debridement and the administration of IV antibiotics." Patient initially notified her hcp of the site issue on (B)(6) 2021; patient declined to elaborate on her initial hcp instructions for managing the site issue. The vgo user was discharged from the hospital back to her home on (B)(6) 2021. Patient was not willing to provide any further information to the ae assessor. Patient disposed of the vgo device she was wearing at the site of the reported infection. She does not desire further contact from zealand. She reports her hcp took her off the vgo for bg mgmt.

Event description:
Zealand pharma territory business leader (tbl) reported that the patient has an infection at the infusion. Tbl indicated that the patient reported this situation last monday (B)(6) 2021 to her doctor. Tbl indicated that the patient is using the v-go on her abdomen and his doctor took some skin samples for culture and still waiting for the results. Tbl mentioned that the patient has like large abscesses in different areas on her abdomen. Tbl indicated that the patient was prescribed with antibiotics and oral medicine to treat the situation. Tbl confirmed with the patient that she prepares the area properly. Tbl informed that the patient has been using v-go approximately for a 1 1/2 year. Tbl mentioned that the patient indicated this is not the first time this happened, but not at this level. Tbl indicated that the patient takes some nusinvic for her sugar and is using halovita sol propionate ointment to heal her skin right now, as directed by her doctor.